Event description:
It was reported that during a lap left lobectomy procedure the titanium clip could not be fixed at the clamp and fell off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 5/18/2007. Info anticipated, but unavailable at this time.